Manufacturer narrative:
Device evaluation summary: the microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned coil system found the implant damaged/stretched and separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a stretched tail/tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not yet returned to the manufacturer; therefore, the product evaluation could not be performed and the alleged product issue could not be confirmed. If the device is received at a later date, an investigation will completed and supplemental report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant detached unexpectedly during retraction for repositioning in a large vessel. Attempts to advance the coil out of the catheter were unsuccessful. The coil was removed in its entirety along with the catheter. There was no reported patient injury nor intervention. The patient's status is reported to be "stable."